Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer called into philips reporting that the device has an ECG equip malfunction error. There was no reported patient involvement / adverse patient impact.

Manufacturer narrative:
The philips repair bench submitted a quote advising the customer the device needs processor pca replacement. The customer was informed that there is a global ship hold. The device remains at the customer site.